Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient described the rash as red and almost breaking open. The distributor mailed the patient smaller garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply baby powder and then later prescribed a cortisone cream. Follow up indicated that the cream is helping with the skin irritation.